Event description:
It was reported that the wake button was hard to press. There was no reported adverse impact to the customer. No additional information was received regarding any actions taken by the customer or technical support.